Event description:
It is reported that one of the key slots on the underside of the head broke and wouldn't remain attached to the handle.

Manufacturer narrative:
Eval summary: the specific circumstances concerning the impacts leading up to the fracture are unk. Fracture of the connection can occur for a variety of reasons, some of which are described here: material defect within the particular fractured adapter; secondary damage from handling leading to a stress concentration in this region; repetitive autoclave cycles leading to a reduction in material strength; aggressive cleaning agents not approved for this device (b+) leading to a material strength degradation; thermal cycling / autoclave cycling leading to pre-cracks in the rim radius region; machining lines leading to increased stress concentrations and pre-cracks; sharp edge present within the connection geometry leading to increased stress in the root; excessive impact forces used on the device. Based on the info available a definitive cause for fracture cannot be determined at this time. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.